Manufacturer narrative:
The probable cause of the falsely elevated troponin I result was imprecision caused by the heterogeneous module. A siemens heathcare diagnostics representative instructed the account to do maintenance on the hetergeneous module and on the sample/reagent drains.the instrument is now performing within specifications.no further evaluation of the device is required.

Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The physician questioned the result. A subsequent draw was negative and a repeat of the original sample was also negative. There was no report of any adverse health consequences as a result of the falsely elevated troponin I result.